Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection to a supply bag which is a known cause of a leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from where the bag screwed into the line. The patient said that the bag and the tube were connected but did not appear fully tightened. The patient was connected at the time of this event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.